Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment with injection reflin (1g; route, frequency, and duration not reported), injection fortum (1g; route, frequency, and duration not reported), and heparin (1000 units in each bag for three days) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Action taken with dianeal therapy was not reported. Additional information is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.